Event description:
Pt reported that the lancet did not fully retract inside of the lancet device, as expected. Pt did not experience an accidental needle-stick as result. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.